Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house hcg negative serum/urine samples and hcg 2 miu/ml serum control, hcg 4 miu/ml urine control; all results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided and without patient specimen in-house analysis.

Event description:
The customer reported a false positive hcg on urine hcg test, 1 patient, 2 samples (urine & serum), serum quantitative = 7.4 miu/ml. No discrepancies with the internal and external testing, the kit was stored at room temperature, it was not the first morning urine but the pouch of the cassette was opened just prior to testing and administration occurred immediately after collected. The sample was spun down and at room temperature at the time of the test. No other information has been received although requested. Troubleshooting occurred, reviewing sample handling technique and discussed possible causes/limitations/performance characteristics in the pi.